Event description:
It was reported that patient underwent an explant procedure due to an anchor breakage, subsequent intradural lead migration and cerebrospinal fluid leak. Symptoms of increased neuropathic pain with stimulation active was noted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072709.